Event description:
The dealer alleged that at slow speed the right motor locks up and lurches forward (dealer describes as throw you into a wall) he stated no one was hurt and there was no damage to property.